Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during a routine generator change procedure, electrocautery was used causing the patient's implantable cardioverter defibrillator (ICD) to over-sense noise and deliver an inappropriate shock. The physician disabled high voltage therapy for the remainder of the procedure. The replacement ICD was successfully implanted. The patient was stable throughout.